Manufacturer narrative:
(B)(4). The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The clip was advanced to the mitral valve and positioned; however, during the leaflet insertion assessment, a big jet was observed. An anterior leaflet tear was noted. Additional grasping attempts were made to treat the leaflet tear; however, it could not be treated. The clip was not implanted and was removed without issue. No clips were implanted and mr remained at 4. Mitral valve replacement was performed. The patient remained stable. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral valve injury/tissue damage as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported tissue damage appears to be related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.